Event description:
During evaluation keypad button presses did not activate desired pump functions.

Manufacturer narrative:
The pump was returned to animas for evaluation. Keypad button presses did not activate desired pump functions. The keypad was removed and adhesive was observed under the button contacts.